Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for low blood glucose. The customer stated that she cannot recall more details on her visit to the hospital. Troubleshooting was not performed, and the customer mentioned using humulin 500 in the insulin pump. Advised the customer that is not recommended for use with the device. The customer stated that she was instructed by her physician due to being insulin resistant. The customer was on back up plan until she sees her endocrinologist. No further info was provided.